Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 made clicking noise but failed to open. A field service engineer identified drawer 1.1 failure where the solenoid actuated but the drawer did not open, replaced the solenoid plunger assembly due to a broken u-link and verified proper functionality in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 made clicking noise but failed to open. Customer tried to remove the back panel and found nothing appeared to be jamming the drawer, observed the rear red tab was slightly loose and misaligned, causing minor resistance before drawer closure; hard reboot did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.